Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation due to the lead migration after experiencing a fall (confirmed via x-rays). Sjm representative tried reprogramming to no avail as the issue persisted. Surgical intervention was undertaken on (B)(6) 2016 wherein the lead was repositioned which resolved the issue. Effective stimulation was restored postoperatively.